Event description:
Upon customer phone call, he confirmed that the hex of the implant fractured on (B)(6)2020.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). B4: date of this report. B5: describe event or problem. G3: date received by manufacturer. G6: type of report. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H6: adverse event problem. H10: additional narrative. One imp,tsv,3.7,13,mtx,mg (tsvtb13) was returned for investigation. Visual evaluation of the as returned product identified significant signs of wear and fracturing at the collar (including inner hex feature). Damages to the external threads, most likely from the retrieval process. Dried blood inside the implant drive feature presented as well. Device history record (DHR) review was completed for the subject lot number 62616082. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (62616082) for similar event and no other complaint was identified. Therefore, based on the available information, device malfunction has occurred and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet (B)(4). Patient identifier unknown / not provided. Age and date of birth unknown / not provided. Weight unknown / not provided. UDI not available.

Event description:
It was reported that the implant fracture and therefore it was removed. Inflammation was reported as a consequence of the event. Procedure was completed using another implant.